Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a right total hip replacement procedure. During reaming for a primary total hip arthroplasty, the femoral canal with a 12mm reamer was used with no issues. While using the 13mm reamer, the shaft broke and sheared off leaving the tip of the reamer incarcerated in the femoral canal. Several small metal shards were discovered on x-ray. The surgeon was able to remove the incarcerated 13mm reamer head, broken portion of the reamer shaft, and all but one metal shard that was left in the femoral canal. One hour of surgical delay time was added to the total procedure time. The procedure was successfully completed. Concomitant device reported: unknown 12mm reamer (part# unknown; lot# unknown; quantity: 1). Unknown 13mm reamer (part# unknown; lot# unknown; quanityt: 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo investigation the device was not returned. A photo-investigation was performed on the images. The flexible reamer's main shaft component appeared broken near the distal end, just proximal to the reamer coupling. It is possible not all fragments generated were present in the photo. No additional issues were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint was confirmed during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot product code: 352.040, lot number: 8708956, manufacturing site: bettlach, release to warehouse date: april 07, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.